Event description:
It was reported that the patient had to change controllers due to a broken pin on the black power connection cable on (B)(6) 2022. The log files were obtained from the old primary controller. The controller exchange was noted at 18:25 on (B)(6) 2022. There were no notable alarms or parameter changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the system controller having a broken pin in the black power cable connector was not confirmed. The heartmate ii system controller (serial number (B)(6)) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 11 days ((B)(6) 2022 per the timestamp). There was a driveline disconnect alarm active due to the driveline being disconnected on (B)(6) 2022 at 18:25:14 and from 20:19:50 to 20:20:35 (the last event in the log file). In addition, there was a no external power alarm active on (B)(6) 2022 at 20:20:20 to 20:20:35. These alarms are consistent with turning the controller off for exchanging the controller, indicating that the controller was swapped. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 17nov2016. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii instructions for use (rev. B) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii patient handbook (rev. C), under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress in the power cables, wire fatigue in the power cables the reported event of the heartmate ii controller having a broken pin in the black power cable connector was confirmed via visual analysis of the returned controller. The heartmate ii controller (serial number (B)(6)) was returned for analysis and a log file was downloaded. Additionally, a log file was submitted for analysis. The submitted log file and the downloaded log file from the returned system controller contained overlapping data spanning approximately 11 days ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). There were no notable atypical events active in the log file that pertained to the reported event. During the evaluation, the bent pin was observed on the black power cable, confirming the reported event. The heartmate ii controller underwent preliminary and functional testing. The controller passed preliminary testing, and was able to support a mock look without any alarms activating. The controller underwent functional testing, and the controller had an open loop continuity in the black power cable (due to the broken pin). The controller was placed on a mock loop and operated as intended, despite the broken pin. The controller was able to support a test pump without issue. The controller power cables were then dissected to reveal that the underlying wires were in unremarkable physical condition. The root cause of the reported event of the broken pin could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on 17nov2016. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use and inspecting the system controller power cables for damage. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.